Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided, however, the customer stated that the patient's were neonate patients.

Event description:
It was reported that the tubing set spin collar cracked when attached to t-connector with a maxzero attached to the female hub. The customer further stated that there were no adverse effects caused to any of the neonate patients from the events.